Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 86% stenosed, 22-25mm in length target lesion was located in the severely tortuous, moderately calcified, and 2.25-2.5mm in diameter left circumflex artery. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment, but could not cross the lesion. The device was removed and the stent struts were found lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 86% stenosed, 22-25mm in length target lesion was located in the severely tortuous, moderately calcified, and 2.25-2.5mm in diameter left circumflex artery. A 24 x 2.25 promus premier drug-eluting stent was advanced for treatment, but could not cross the lesion. The device was removed and the stent struts were found lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. A promus premier ous mr 24 x 2.25mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage with stent struts from the distal end lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 2.0cm proximal to the distal end of the strain relief with the manifold hub not returned. No other issues were noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.